Event description:
Information was received from the patient regarding their stimulator (ins) that was implanted for non-malignant pain. It was reported that patient had been dealing with a lot of pain in their right leg from his knee up into their groin area. Sometimes it went down to their ankle. The hcp put them on nerve pain medicine on a low dose. Patient felt stimulation sometimes when they sat or coughed or moved. Patient stated that it looked like the patient programmer (pp) had lost the positions. Patient had not been paying much attention to their implant because their wife passed away, but they had been charging it up. Troubleshooting was performed and the pp showed that the stim was on and patient was able to change amplitude, groups and/or programs. Patient did not have adaptive stim activated, but they thought it should have been for their positions. Patient was guided through turning the adaptive stim back on, but the pp did not show any groups that were set up for adaptive stim. Patient was on group b and could not feel stimulation. Patient was wondering if a lead moved because it felt out of whack. No falls or traumas were reported. The issue started 2-3 weeks prior to the date of report, an exact date was not provided. Patient mentioned they had depression which was unrelated to the devices. Patient was redirected to further discuss with their hcp. No further complications were reported/anticipated.